Event description:
The customer reported the system failed to display the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The error log was viewed. The boards and connectors were examined during the service call. The system was tested and found to be working as intended and returned into service.